Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures. Electrical tests found internal shorting between conductor coils due to procedural damage to the inner insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for in-clinic follow-up after an ablation procedure. An interrogation of the device revealed that right ventricular lead that exhibited high capture threshold. The lead was explanted and replaced. The patient was discharged.